Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery (rca). After pre-dilatation with a non-bsc balloon catheter, a 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and upon attempt to perform pre-dilatation again, it was noted that the stent had dislodged in the proximal rca. Subsequently, a 1.5 x 15 non-bsc balloon catheter was passed through the dislodged stent and the stent was deployed in the mid rca. Another non-bsc stent was advanced and deployed in the proximal rca and the procedure was completed. No patient complications were reported and the patient's status was good.